Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection. The user did not perform/complete reprocessing before sending the subject device to olympus. As a result, foreign material remained at the auxiliary jet channel, the probe cover, the adhesive on the distal sheath and the connecting tube. The suggested events are detectable and preventable by handling device in accordance with the following information for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection; IFU states the preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during inspection of the device, the auxiliary jet channel, the probe cover, the adhesive on the distal sheath and the connecting tube of the gastrointestinal videoscope had foreign material. There were no reports of patient involvement.